Event description:
It was reported the pt had discomfort at the ipg pocket site due to the pocket being loose; the ipg was moving in the pocket. There was no course of action planned at the time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.